Event description:
It was reported that the rigth ventricular (rv) lead was explanted due to high threshold. Subsequently the physician decided to explant the lead. While explanting the lead, the helix was unraveled. A new rv lead was successfully implanted. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. A stylet was returned in the lead. There were cuts in the suture sleeves which were likely due to explant damage. Gouge marks on terminal pin and stretched out helix were noted. The setscrew marks were in the correct location on the terminal pin and dried body fluids was noted in the helix housing. The deformed coil was noted. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. The hipot test passed indicating that no electrical shorts between conductors. A stylet insertion test passed with no issues indicating no blockage in the lumen. Visual inspection revealed no abnormalities.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high threshold. Subsequently the physician decided to explant the lead. While explanting the lead, the helix was unraveled. A new rv lead was successfully implanted. The lead is expected to return for analysis.